Event description:
It was reported that the customer's device would intermittently power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.